Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that "the image is displayed intermittently" occurred due to communication failure caused by cable failure. The cause of cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic and diagnostic resection cystoscopy.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image disappearing temporarily was caused by cable disconnection depending on its position due to internal stresses. There was no visible damaged observed on the cable and the ccd sensor was free from any apparent defects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head image disappeared temporarily. There was no patient harm associated with this event.